Manufacturer narrative:
(B)(4).

Event description:
It was reported that a potential early transmitter expiration occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a potential early transmitter expiration is reportable based on the finding of signal loss greater than an hour. No injury, or medical intervention was reported.